Event description:
It was reported that the customer experienced a low blood glucose (bg), value not provided. Reportedly, the low bg caused ¿seizures and black outs due to drastic drops in glucose levels¿. Multiple attempts were made by tandem technical support to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.